Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method, and conclusion codes, along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow up, pocket erosion was observed. The device was explanted. The patient would have antibiotics at the hospital. The patient¿s condition was stable.